Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced infusion set adhesive issue event on 02-mar-2026. The patient experienced that the infusion set came loose during sports due to sweat. No further information available.